Event description:
Underwent MRI guided biopsy of left breast on inferior/lateral area. Afterwards, the pt developed a large bruised area with a blister overlying on superior/medial left breast. Area treated as a burn.